Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device subsided after the patient went on an amusement park ride three months post-operatively. The patient is currently being treated non-operatively for new left shoulder and arm pain. However, a future revision to remove the mobi-c and convert it to an acdf has not been ruled out.

Event description:
It was reported that a mobi-c device subsided at c4/5 after the patient went on an amusement park ride three months post-operatively. The patient was initially treated non-operatively for new left shoulder and arm pain. However, a revision surgery was later performed to remove the mobi-c devices at c3/4 and c4/5 and replace them with competitive product after the device at c3/4 migrated. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: catalog, lot, and UDI numbers. Additional information in d4: expiration date, and h6: health effect. Reference report 3004788213-2023-00013. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Device evaluation: product was not returned and no photos were provided. Product information is not known. A device evaluation, complaint history search and recall search are unable to be performed. Root cause: root cause was unable to be determined. This event could possibly be attributed to riding a roller coaster 3 months post-operatively, as mentioned in the complaint description. DHR review: DHR review unable to be performed as lot number is not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device subsided after the patient went on an amusement park ride three months post-operatively. The patient is currently being treated non-operatively for new left shoulder and arm pain. However, a future revision to remove the mobi-c and convert it to an acdf has not been ruled out.

Manufacturer narrative:
Device evaluation: x-rays were provided which demonstrate the subsidence. The complaint is confirmed. Root cause: root cause was unable to be determined. This event could possibly be attributed to riding a roller coaster 3 months post-operatively, as mentioned in the complaint description. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device subsided at c4/5 after the patient went on an amusement park ride three months post-operatively. The patient was initially treated non-operatively for new left shoulder and arm pain. However, a revision surgery was later performed to remove the mobi-c devices at c3/4 and c4/5 and replace them with competitive product after the device at c3/4 migrated. This is report one of two for this event.